Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis. Customer's blood glucose reading at the time of the event was 454 mg/dl. Customer experienced nausea, vomiting, shortness of breath and stomach pains. Customer was treated with insulin drips. During troubleshooting, time and date are correct. Programming is correct. Manual prime performed and insulin exited the tubing. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MFR report # 2032227-2013-01787.